Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transferred to a hospital from a spoke facility. At some point on (B)(6) 2024 the care team noticed a whistling sound that seemed to be originating from the oxygenator. They stated that the sound was directly proportional to the flow of blood. The whistling increased as the flow increased. The customer stated that multiple blood samples were drawn from the patient that were "hemolyzed." The system indicated gas exchange was occurring, but the oxygenator was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient had been placed on extracorporeal membrane oxygenation (ECMO) by a hospital that did not have the abilities to manage patient's once ECMO had been initiated. The patient was transferred to another hospital. Upon arrival to the implanting hospital, the speed was 4000 rpm/4.4 lpm, the gas flow rate was 8 lpm, and the fraction of inspired oxygen (fio2) was 100%. Upon arrival transfer to another facility, the speed was 4800 rpm/5.4-5.6 lpm, gas flow rate was 8 lpm, and fio2 was 100%. At the time just prior to the oxygenator changeout, the speed was 4700 rpm/4.5 lpm, gas flow rate was 5 lpm, and fio2 was 100%. After the oxygenator changeout, the speed was 3700 rpm/4.5 lpm, gas flow rate was 5 lpm, and the fio2 100%. The whitling was noted upon arrival. Because the speeds and flows were proportionate, and the patient's arterial blood gas (abg) were improved compared to the pre-ECMO abg, the decision was made to not change out the oxygenator at that time and transfer the patient. Speeds and flows became more disproportionate and hemolysis increased. Hemolysis was identified with bloodwork and continuous veno-venous hemofiltration (cvvh). The patient became increasingly more unstable. They were acutely hypoxic despite 100% oxygen on both the ECMO and the ventilator. The patient had scant urine output. Once the oxygenator was exchanged, the hemolysis resolved and the patient's stats improved. After exchange, the speed and flow correlated and the ventilator oxygen was able to be weaned.

Manufacturer narrative:
Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation between the device and the report of hemolysis and hypoxia could not be conclusively established. The oxygenator was returned to abbott where a visual inspection was performed that revealed no obvious damage. The oxygenator was returned to the external manufacturer (eurosets) for testing; however, the oxygenator was damaged during the washing and drying procedure, which was related to the condition of the returned oxygenator. Functional testing of the oxygenator was unable to be completed. The device history record for the eurosets amg pmp oxygenator, lot #7559308, was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. Eurosets communicated that they are continuously improving their production processes and in order to further reduce the occurrence rate and continue to guarantee the quality and safety of the products. Eurosets recommends to exsanguinate and rinse out blood from the device prior to sending it for technical investigation. The production documentation for the eurosets amg pmp oxygenator was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU) is currently available. Under ¿risks and side effects,¿ the IFU lists possible risks and side effects, including hemolysis/mechanical hemolysis. These are potential side effects of all extracorporeal blood circulation systems. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available and warns that the device has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.